Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was continuing to have a low flow rate issue. This device was just returned from technician for the same complaint. They have witnessed this and have troubleshooted, but the issue remains. The device was with intermittent low flow with not identifiable. Per review of wo on (B)(6) 2022, there was no patient involvement and date of event occurred was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a faulty circulation pump. During evaluation, it was confirmed that the unit was having low flow. Circulation pump was replaced. Faulty manifold assembly also contributed to the reported issue. Manifold assembly was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was continuing to have a low flow rate issue. This device was just returned from technician for the same complaint. They have witnessed this and have troubleshooted, but the issue remains. The device was with intermittent low flow with not identifiable. Per review of wo on 16dec2022, there was no patient involvement and date of event occurred was 13dec2022. Per follow up information received via email on 03jan2023, they visited the hospital and there appeared to be no issue with this arctic sun device. They carried out a number of tests and the machine was working perfectly. Per sample evaluation results received on 01may2023, it was reported that the root cause of the reported issue was due to a faulty circulation pump. During evaluation, it was confirmed that the unit was having low flow. It was stated that the faulty manifold assembly also contributed to the reported issue. It was noted that the manifold assembly was replaced.